Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of twenty-one devices. The visual inspection of the returned product noted that two of the trocars where received in jars. They both had a gouge at the distal end of the cannula with the fragmented pieces inside the jar. The nineteen other devices were received unopened in their original packaging. Pmv performed functional testing, ten devices were opened from their packaging, the devices passed an air leak test. The two devices received in jars precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the gouge at the distal end of the cannula¿s may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a cystectomy procedure, when introducing the trocar through the abdominal wall, the cannula was not intact at the surface of the cannula once in the abdomen, the device¿s cannula broke and a piece fell into the patient¿s cavity. The small piece could not be found inside the abdomen after multiple tries with an endoscope examining the tissues inside the abdomen. The trocar was still used in order to complete the case. No patient injury.